Event description:
The complaint states that "skin reaction" was reported. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with pustules and necrosis on the needle puncture site. The patient consulted and health care professional (hcp). The affected area was incised to remove the pus, and the necrotic parts were removed. The pus and removed flesh left a cavity, which was stuffed with cotton. The next day, as instructed by the doctor, the patient removed the stuffing and washed the affected area in the shower. The hcp prescribed oral kefral (antibiotic), fucidin leo ointment (anti-suppurative). When the patient applied the medicine, a small amount of blood still oozes out. No other details were documented. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - necrosis.

Manufacturer narrative:
(B)(4).

Event description:
The product was provided for investigation but was not investigated as analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.